Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of" with real time of 5 minutes, the unit shut down; no power outage in the operating room" could but confirmed; the fiber card is expired ¿ soft joule limit has been reached; another failure was observed on the cap; the probable root cause of this second failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 5 minutes while using the surgical fiber during a prostate procedure, the laser system shut down; upon restart of the system, a "fiber consumed" (fiber expired) message was received, though the fiber had been used for only 338,000 joules. The procedure was completed using an alternate procedure (rtu/turp). Patient outcome: "no damages to the patient". There was no injury reported.